Manufacturer narrative:
Continuation of concomitant products: 4058m52 lead, implanted (B)(6) 1993. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had an impedance warning. It was also reported that the right ventricular (rv) lead exhibited oversensing. The leads both remain in use. No patient complications have been reported as a result of this event.